Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.

Event description:
A physician attempted to place the emboshield and reportedly, "the non-hydrophilic irregular surface of the bare wire would not allow placement of the emboshield beyond tortuosity. It had severe friction against the vessel wall during withdrawal and contributed to internal carotid artery dissection." The emboshield delivery system was stiff. The pt was prescribed oral plavix following the dissection.